Event description:
It was reported that during a sleeve gastrectomy procedure, a 15mm trocar was opened and labeled on the device. When trying to put the obturator into the sleeve, the hole in the cap was a 12mm hole although it was labeled 15mm. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any 12mm trocars also in use during this procedure? Yes. Was device packaging labeled b15lt? Yes. Was device obturator labeled b15lt? Yes. Was device housing labeled b15lt? Yes.